Event description:
Additional information: attorney alleged that the patient had experienced an apparent overdose (reported previously) and that the patient's healthcare provider told the patient that the pump "malfunctioned" on (B)(6) 2008. The patient is a quadriplegic.

Event description:
It was reported that following a catheter dye study the entire catheter volume was primed. A short time later the patient began experiencing overdose symptoms; specific symptoms were not provided. The caller indicated that the catheter tip was in the cervical area but during the dye study the hcp (health care professional) noticed dye leaking intrathecally in the thoracic area as well as the cervical area. It was unknown if the drug started leaking out when it reached the thoracic area during the prime causing an unintended bolus. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).